Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: d1, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined; however, may have resulted from inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 02-010-04-0250 - logic cr femoral por, left, sz 5: (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t: (B)(6), 200-02-35 - three peg patella 35mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient who had a left knee implanted, underwent a revision procedure approximately 8 years post the initial procedure. Reason for the revision is unknown. All devices were removed, and a competitor¿s devices were implanted. There were no surgical delays or device breakages during the procedure. X-rays were unable to be obtained. The explanted devices are not available for return as they were discarded by the hospital. No images were able to be obtained. No further information.